Manufacturer narrative:
The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements. The patient was seen in clinic to test the system with a commanded minimum and maximum energy shock. The commanded shocks yielded acceptable shock impedance measurements. No additional adverse patient effects were reported.